Event description:
The customer reported that their pump's screen was dark and would not turn on, despite attempts to power it up using known working charging supplies. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.